Manufacturer narrative:
The device was not returned for evaluation. The lot history review was not performed, as the lot number was not provided. Medical records were provided and reviewed. Filter perforation and filter detachment were confirmed for the device; inconclusive for filter tilt. A root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf048f vena cava filter allegedly experienced malposition of device/tilt, detachment, and patient device interaction problem/perforation. This report was received from one source. The device was used in a (B)(6) year old female patient whose weight was not provided. There was no reported patient injury.